Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monoblock x-ray tube and centered collimator. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6600 system displays a poor image. It was also noted that the system is alarming with low current and no settle error messages. There was no report of pt injury.